Event description:
Approximately 6 months following the placement of two cypher stents, the patient returned for follow up. Repeat coronary angiography revealed a disruption type of fracture of the proximal edge of the distal stent placed in the right coronary artery with in-stent restenosis. No intervention was necessary. This patient was admitted for further evaluation following a silent myocardial infarction. There is no history of previous myocardial infarction or previous percutaneous coronary intervention. This was an urgent intervention of an infarct related artery. Coronary angiography revealed single vessel disease. The target lesion is described as an eccentric, mildly tortuous segment of the right coronary artery totally occluded with thrombus present. This de novo lesion was not angulated and had no calcification. Lesion length was 10-20mm. Timi of 0. It is unknown if the lesion was pre-dilated. A cypher 3.0 x 28mm stent is placed followed by a second cypher 3.0 x 28mm stent. It is unknown if there was stent overlap. It is unknown if post-dilatation was performed. Highest balloon pressure was 14 atms. There were no procedural complications.